Event description:
Patient found on floor, unwitnessed. Nurse anesthetist observed the patient on floor; and when staff assisted patient to bed it was identified that the bed alarm was on however not sounding. Patient assisted into new bed; and previous bed noted was red tagged for occurrence.